Manufacturer narrative:
The account reported that the emergency stop button was missing from the control box. According to the instruction guide, every day the lift is used, the user shall visually inspect the lift and check for external damage or wear a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the control box to resolve the issue. Based on this information, no further action is required

Event description:
Hill-rom received a report from the account stating the emergency stop button was missing. The lift was located in the patient area at (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).